Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: it is assumed that the image was not displayed due to charge-coupled device failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image. The reported malfunction occurred during pre-use inspection for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.